Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error and triggering elective replacement indicator (eri) due to the lower voltage. The device delivered tones, data indicates the device was in a higher power telemetry state after the attempted interrogation; the cause of the abnormal telemetry state cannot be determined from the device data, but it is likely related to the difficulty interrogating the device. Technical services (ts) stated the device is operating normally, and the battery voltage will likely recover, though there will not be a voltage measurement after a later date. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.